Event description:
It was reported that upon connecting the patient connector with the mobile programmer application, the application generated a white screen error. It was noted that the patient connector's bluetooth light remained "on" despite not being connected to the application. The patient connector was unresponsive to button pushes and was unable to power down with a long press of the button. Troubleshooting involved powering down the host tablet to resolve the issue. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the product data/database confirmed the customer comment of connectivity issues, analysis did not confirm that the application displayed a white screen. Continuation of d10: product ID 24967 lot# serial# rfa014816a implanted: explanted: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.